Manufacturer narrative:
Device passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery alarm without a low battery warning. The customer's blood glucose levels was 168 mg/dl at the time of the incident. It was stated that this alarm had occurred before and had gone through troubleshooting recently. Troubleshooting was provided however the alarm was not cleared. The alarm reoccurred after customer tried replacing battery. The insulin pump will return for analysis.